Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Rec'd info the ins failed. No info was provided but the device was returned to the MFR for analysis. No pt injury.